Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the allegation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. Functional testing and the pairing test was unable to be performed due to the 0v. No data log was available to review. Bin file analysis was unable to be performed. The reported event of a loss of connection could not be determined. The complaint confirmation was unable to be determined. A root cause could not be determined.